Event description:
It was reported by the jack was drifting. There was pt involvement; however, it was unknown whether there were adverse consequences to report.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.